Event description:
Additional information was received indicating low pacing impedance was observed on the right ventricular lead.

Manufacturer narrative:
Further information was requested but not received. No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During follow-up, low impedance was observed on the right ventricular lead. Diagnostic imaging was performed which confirmed externalized conductors. The lead was capped and replaced to resolve the event and the patient was in stable condition.